Event description:
Revision surgery due to implant misplacement during initial surgery. Primary screw was placed superior to ala/ICD causing l5 radiculopathy from nerve root impingement. Initial screw was removed and replaced with larger diameter, shorter length.